Event description:
During service of the device, review of the diagnostic log history indicated depleted backup battery occurrences during operation in normal ventilation mode. If the backup battery depletes during use, the ventilator will shut down. The customer did not report the occurrence during any previous usage and there was no patient harm reported. If the battery depletes during use and the ventilator shuts down, and audible power fail alarm will activate. Per the device operators manual, when the ventilator is powered by the backup batter it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The manufacturer's service technician reported performance verification testing passed to operating specifications. The service technician advised the customer on replacement of the backup battery but the customer declined replacement. The customer reported they do not want to purchase from the manufacturer and would replace the battery.